Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. Reportedly, the pump and the transmitter were out of range. The customer experienced a blood glucose (bg) level of 600 mg/dl. Customer addressed bg by administrating a manual injection. Reportedly, the customer was able to regain connection after bringing tx and pump within range, and continued to use pump for insulin therapy.